Event description:
It was reported that post left ventricular lead extraction procedure, the patient experienced diaphragmatic stimulation. The stimulation was resolved by programming off atrial pacing. The physician elected to explant and replace the right atrial lead. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).